Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date 01/01/2025 was used as estimate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented an inguinal hernia; therefore, the balloon was removed and replaced. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) balloon was repeatedly shifting forward due to an inguinal hernia that was unrelated to and not caused by the aus. In order to repair the hernia, the physician had to cut the balloon tubing and then he removed and replaced the component. No patient complications associated with the subject device were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented an inguinal hernia; therefore, the balloon was removed and replaced. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2025 was used as estimate.